Manufacturer narrative:
Concomitant products: 693558 lead implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited increasing and high undefined out of range (oor) pacing impedance, and increasing thresholds leading to non-capture. A subclavian crush was suspected, and the rv lead was programmed off and therapies were disabled prior to the replacement procedure. During the replacement procedure, it was noted that the superior vena cava (svc) showed significant stenosis and required dilation to place a new lead. During that dilation process, the right atrial (ra) lead was dislodged. Both leads were capped and replaced. No further patient complications have been reported as a result of this event.